Event description:
Lead exhibited loss of capture. Microdislodgement was discovered. Physician did not like the feel of the lead, so it was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.